Manufacturer narrative:
To date, the incident sample has not been received for evaluation. If the sample is received, or if additional information pertinent to the incident is obtained, a follow-up report will be submitted.

Event description:
According to the reporter, during a laparoscopic nephrectomy procedure, immediately after starting use of the device, gauze disengaged from the tip of the device. The fallen gauze was retrieved. A new device was opened to complete the procedure. The status of the patient is no problem.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. Pmv observed that the cotton swab had disengaged from one of the shafts. No sign of adhesive or sheared cotton swab material was observed on the distal end of that shaft where the swab was affixed. A review of the device history record indicates this product was released meeting all quality release specifications at the time of manufacture. However, an assembly error was identified during product analysis. The most probable root cause of the condition maybe due to an inadequate amount of adhesive in affixing cotton tip. A process improvement has been implemented to prevent this condition from recurring. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.